Event description:
On inspection after return to verathon, a gliderite rigid stylet was found with a broken handle. The customer stated that stylets are being inappropriately bent during use, which causes the plastic to break. They did not report any adverse consequence to a pt.

Manufacturer narrative:
The box with the lot number is discarded by the customer after use. Device evaluation summary: the mfg date was identified by a stamp on the stylet handle. A review of the stylet mfg records for that month did not show any anomalies during the mfg process. An inspection of the stylet showed the plastic handle had broken off near the junction with the rigid metal portion of the device. Comparison with a new stylet showed deformation of the metal. The curved portion had been partially straightened, confirming the reported bending by the user. The customer had stated they were using (B)(4) detergents for sterilization. These may contain potassium hydroxide, which is not an approved cleaning solution in the gliderite rigid stylet instructions for use. The plastic handle material may have been degraded and weakened prior to the break, potentially due to the customer's sterilization process. This combined with inappropriate bending may have caused the break.